Event description:
Subsequent to initial report the following additional and new information was received. Reportedly, the physician attempted to replicate a previous device failure of difficulty splitting the sheath during a demonstration. The starclose se device was deployed successfully, splitting the sheath without difficulty and deploying the clip. The demonstration method was used without patient involvement.

Event description:
It was reported that the physician had reported previous experiences of difficulty with sheath splitting when deploying starclose se devices. The physician opened a starclose se device to see if he experienced the same problem with deployment when deploying the device with no patient contact. Reportedly, there was difficulty splitting the sheath and when the device was deployed the clip was on the distal end of the device. There was no patient contact. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The initial reported event of difficulty splitting the sheath was not confirmed. Additional and new information received reported that the starclose se device was deployed without a problem during a demonstration without patient involvement. The analysis confirmed that the device had no malfunction and deployed without issue. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.